Event description:
It was reported by the rep that when (1) prw35 skin stapler was used by the surgeon during an unknown procedure to close an incision, the staples did not form correctly. Same thing happened with (2) additional skin staplers. A fourth stapler was opened and the case was completed with no consequence to patient.